Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation revealed the pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was no longer installed in the clevis. The cable crimp was missing. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci radical nephrectomy procedure, a cable broke on the prograsp forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.